Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning routine implantable neurostimulator (ins) replacement in patient with failed back surgery syndrome. It was reported that during the routine ins replacement, the healthcare provider (hcp) was able to disconnect one of the extensions fine but wasn't able to disconnect the other extension. The hcp tried to re-tighten the setscrew (the torque wrench did torque appropriately) and loosen the setscrew again but this didn't resolve the issue. They also tried to push the extension in further and pull on it, but the extension wasn't moving at all in the header block. The hcp then used a snap surgical tool to grab onto the extension and then was able to pull it out. The distal end of the extension was frayed and there appeared to be debris in it, per hcp. The electrodes were all intact on this extension. They had to cut the extension some to get it out. They ended up replacing the extension as well because it was not clear which distal extension end belonged to which proximal extension end. The ins and affected extension were going to be sent back to manufacturer. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the extension ((B)(4)) identified environmentally assisted degradation of the insulation at the proximal end of the extension. If information is provided in the future, a supplemental report will be issued.